Manufacturer narrative:
Product performance engineering could not determine a conclusive root cause for the stent dislodgement. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned with blood visible on the balloon. There was no contrast visible. The stent implant was returned in the sheath on the stylet. There were crimp marks on the balloon where the stent implant had been between the markers. There was no damage noted to the stent implant. The balloon was tightly folded. There were no kinks noted to the inner member. There were three kinks noted to the hypotube shaft 8 cm, 29 cm and 49 cm distal to the strain relief tubing. There was no other damage noted to the sds. The tip seal length was measured and met manufacturing criteria. A laser micrometer was used to measure the outer diameters of the stent implant. These did not meet manufacturing criteria. The inner diameter of the protective sheath was also measured. Product performance engineering reviewed the incident information and analysis of the returned rx vision sds. It was reported that the device was unable to cross the lesion. Cross can be affected by numerous factors including, but not limited to, device placement technique, pre-dilatation strategy, guiding catheter support, guide wire support, patient anatomical morphology, and patient disease state. Analysis of the sds found three kinks noted in the hypotube shaft, which may have occurred during the attempts to cross the lesion, or during the packing of the device for shipment back to abbott vascular for evaluation. In addition, the stent was returned dislodged from the balloon, inside the protective sheath and the stent outer diameters were oversized. Crimp marks were visible on the tightly folded balloon and between the markers, suggesting that the stent implant was originally positioned correctly and securely at the time of manufacture. At some point, positive pressure may have been applied to the system causing the balloon to slightly expand, partially deploying the stent. This would cause the stent to become loose, facilitating stent dislodgement during removal of the protective sheath. The tip seal length and inner diameter of the protective sheath met manufacturing criteria and there was no damage noted to the stent. It should be noted that no damage was reported during the inspection prior to use. In this case, with the information provided and analysis of the device, a conclusive root cause cannot be determined. However, there does not appear to be a product quality issue. This MDR is considered closed by the product performance group.

Event description:
Reporting status: malfunction. Reporting rationale: dislodged stent has previously caused or contributed to patient injury. Device issue: dislodged stent. It was reported that the device would not cross the lesion. No additional event or patient information is available. This event is being reported based on the analysis of the returned product which revealed that the stent was dislodged in the protective sheath.